Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) was hospitalized and had a percutaneous endoscopic gastrostomy (peg) tube replaced. On (B)(6) 2016, during night, the patient complained of abdominal pain that did not decrease with analgesic therapy. Crp increased and leukocytes are normal. The patient was treated with antibiotic piperacillin(tazocin). The stoma site is mildly moist, without redness or signs of inflammation. X ray of abdomen showed pneumoperitoneum. The surgeon recommended unspecified laboratory tests in the evening and monitoring of patient. The patient feels better. The pain is decreasing even without the use of analgesics and peg tube is functioning properly. No further intervention is recommended by the physician and patient will be discharged. Patient is still receiving pantoprazole and piperacillin.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.